Event description:
It was reported that when the device was used during an unknown procedure, the device only fired half way then locked out. Opened another device to complete the case. There was no consequence to pt.